Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold was seen on the atrial lead. The atrial lead was later explanted due to an unrelated infection. Patient was stable throughout.